Manufacturer narrative:
The unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, and failed battery test alarms during testing. The unit passed the self test along with the unexpected restart error alarm, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, excessive no delivery, no delivery, and displacement tests. The following physical damage was noted: stripped battery cap coint slot, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was unable to remove the battery cap from her insulin pump. The patient's blood glucose at the time of incident exceeded 400 mg/dl, and she has been treating with manual insulin injections. Troubleshooting was initiated for the stuck battery cap. The customer was unable to remove the battery cap with a quarter and screwdriver. The battery cap was stripped. The insulin pump was returned for analysis.